Manufacturer narrative:
The event date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
New information received states: reprogramming on the lead was performed prior to lead revision.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented in clinic for a wound check, patient reported symptom of abdomen jumping feeling. Upon visual check, diaphragmatic stimulation was observed. Due to lead dislodgement confirmed via chest x-ray, no sensing issue was observed on the ra lead. Lead was electrically functioning. Patient had sinus bradycardia however was otherwise stable. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.